Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer array to the skin laceration cannot be ruled out. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 57-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. Novocure was informed on (B)(6) 2024, that the patient fell that morning while wearing the device and hit her head that required stitches. The patient went to the hospital and was discharged on the same day. Optune gio therapy was temporarily discontinued. On (B)(6) 2024, the patient's son notified novocure that the patient was doing very well and intended to resume optune gio therapy once the stitches were removed. The prescribing physician was contacted for further details without reply.